Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. The field report was not stated or no reason given. As received, only the connector end of the lead was received. Visual inspection of the partial lead found full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical tests that could be performed on the partial lead did not find any conductor fractures or internal shorts. The other damage found on the lead is consistent with damage occurring at the time of explant.

Event description:
This reported is to advise of an event observed during analysis.